Event description:
An ignition involving a combilite midiflow 25 e rouge oxygen valve (gce combilite I viprs, 5 micron filter, liv for oxygen) occurred on (B)(6) 2011 in (B)(6). No injury to patient or other persons was reported. A male patient treated at home for cluster headache took a cylinder (15 l), opened the valve and selected a 7 l/min flow. Twenty seconds later, the patient heard a noise inside the valve followed by sparks. The patient closed the valve and brought the cylinder outside in his garden. There the cylinder continued to generate sparks. No patient injury. Black deposit on the manodetender and on the patient's tube. On (B)(4) 2011, the valve was shipped to (B)(4) for investigation and analysis. Gce (gas control equipment) is the manufacturer for the present device in europe. The (B)(4) has been informed. (B)(4) has a 510(k) for a similar product. FDA us will be informed.

Manufacturer narrative:
Evaluation: spontaneous ignition in gce valve. The valve is under intense investigation.